Event description:
Device 1 of 2.reference MFR report: 3006705815-2016-00183.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2016-00183. Follow up information identified the patient was experiencing a burning pain that could not be explained. The physician was unable to eliminate the ipg as the cause. The patient underwent surgical intervention where his entire scs system was explanted and replaced with a new one. The physician noted the entire scs system was encapsulated in calcification. The ipg is being added as device 2.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the lead site when stimulation is on. Surgical intervention may be pending to address the issue.